Manufacturer narrative:
(B)(4).

Event description:
Per the clinic it was reported that the patient's abutment was removed under general anaesthesia on (B)(6) 2019 due to skin overgrowth at the abutment site. The implanted device remains.